Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as per surgeon, pt continues dislocate. Surgeon keeping existing femoral stem 1976-17-140 l- hg4649, 1975-20-075 lhf5989, and cup (54 pinnacle but don¿t have part numbers). Surgeon removed femoral head. The liner, screw were implanted (B)(6) 2011 but do not have part numbers and were explanted. Surgeon snapped in pinnacle constrain liner and new head. Doi: (B)(6) 2017; dor: (B)(6) 2020; right side.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.